Event description:
Sonova was notified of a patient using a phonak virto I r hearing aid who experienced ear pain and an infection. The patient sought medical attention at the accident and emergency department and from their gp.

Manufacturer narrative:
Sonova investigated the complaint. (B15) during the follow-up interview, the hcp reported that the patient experienced soreness, swelling of the ear canal, and ear discharge. Antibiotics were prescribed for both ears. The patient had been using bte and ric devices for the past 5-7 years and had only recently switched to ite devices. The symptoms developed approximately 2-3 weeks after fitting. During this period, the patient experienced difficulties with insertion and removal of the devices, as well as a sensation of pressure in the ears. The gp suggested that the ite devices may have contributed to the infection. The hcp fitted the devices back to the patient, who will use it for the next weeks and see if the same ear related problems continue to reoccur. (B17) the devices were not returned for investigation. (B11) no adverse trend related to this issue was identified, either globally or locally. (B32) no previous service had been performed on the devices. (B14) a review of the modelling files did not identify any device features that could have clearly contributed to the reported symptoms. The devices were modelled according to the order specifications. Virto I-r devices are designed to be as small as possible. In this case, retention was primarily achieved using the shape of the ear canal rather than the concha area. This may explain the patient's difficulties with insertion and removal compared to the significantly smaller ric/bte earpieces used over the previous 5-7 years. (B31) the risk management file already identifies and addresses the risk of skin irritation caused by edges or pressure points. In addition, the IFU warns users to consult their hearing care professional or physician if they experience pain in or behind the ear, inflammation, skin irritation, itching,redness or swelling. Ear pain is also listed as a known side effect in the IFU. Both the risk management documentation and the IFU are considered adequate and complete. Additionally, ear infections such as otitis externa is a common ear condition with an annual incidence of approximately 1% in the general population, including non-hearing aid users. Although the condition may require medical treatment, most commonly topical antibiotics, full recovery is generally expected. The investigation findings are inconclusive. An association between the ear infection and device use cannot be excluded. If the device contributed to the reported symptoms, this was most likely related to its fit within the ear. However, no deviations or anomalies were identified in the device modeling files. It also cannot be excluded that external or patient-related factors may have contributed to the symptoms; however, the manufacturer is not aware of any such factors in this case. The manufacturer continuously monitors complaints for potential trends, and any significant changes will be evaluated and addressed accordingly.